Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusion: known inherent risk (occlusion). (B)(4).

Event description:
Two in.pact admiral paclitaxel eluting balloon catheters were used during the index procedure to treat the right sfa and popliteal. Approximately 3.5 months post index procedure, patient suffered occlusion to the right femoral and was treated 2 days later with a mdt pta balloon and non-mdt stents. Event was related to target lesion. Investigator assessed the event was possibly related to the study device and procedure, and not related to the paclitaxel drug. Patient recovered.